Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) did not work properly. It was indicated that the printed circuit board (pcb) was worn out. Per the customer¿s request, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work properly after booting. The epg was returned for service. No patient complications have been reported as a result of this event.